Event description:
According to the reporter, during a laparoscopic gastrectomy, while the stomach was being resected using a power handle, two cartridges twitched vertically, not horizontally. Nothing was done to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu, (lot number: unknown) unknown egia su, unknown endo gia sulu, (lot number: unknown) sigphandle, sig power sigphandle handle, (serial number: unknown), sigpshell, sig power sigpshell control shell, (lot number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown), egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown), egia45amt, egia45amt egia 45 artic med thick sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During functional testing, the reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the medtronic software and no new errors appeared. It was reported that during a laparoscopic gastrectomy, while the stomach was being resected using a power handle, two cartridges twitched vertically not horizontally. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of universal asynchronous receiver/transmitter (uart) communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.